Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) leads exhibited high pace impedances greater than 2000 ohms. These leads were thought to have broken, due to a subclavian crush. The ra and rv leads were ultimately removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon device evaluation completion.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured approximately 265 mm from the terminal pin. Additional lead damage was noted approximately 255 to 270 mm from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) leads exhibited high pace impedances greater than 2000 ohms. These leads were thought to have broken, due to a subclavian crush. The ra and rv leads were ultimately removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon device evaluation completion.